Event description:
A malfunction involving a quickie qri was reported to sunrise medical on (B)(6) 2013. The dealer is alleging that one of the rear wheels had fallen off of the wheelchair while the occupant was in motion. The dealer couldn't specify the date of the actual incident. There were no reports of any falls or injury due to this malfunction.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.